Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the drain was dull so that the surgeon are unable to insert the blake drain without making an incision. Per addition information via email on 13oct2020, same issue. No, they are using the drains but struggling to get them.

Event description:
It was reported that the the drain was dull so that the surgeon are unable to insert the blake drain without making an incision. Per addition information via email on 13oct2020, same issue. No, they are using the drains but struggling to get them.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿damaged tip or tip not produced to specification¿.the device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "indications: bard® channel drains, round and flat silicone, are indicated for use with selected bard evacuators for closed wound drainage following head and neck, orthopedic, abdominal, ent, ob/gyn, plastic, neurosurgery, thoracic and cardiovascular (channel drains only) procedures. Warning: when placing drain(s) care should be taken to ensure that the channeled portion of the wound drain lies completely within the confines of the wound. Read product insert provided with the closed wound evacuator for detailed instructions, warnings and precautions associated with the use of the evacuator device. To avoid the possibility of drain damage or breakage: ¿ avoid suturing through drains. ¿ drains should lie flat and in line with the skin exit areas. ¿ particular care should be taken to avoid any obstacles to the drain exit path. ¿ drains should be checked for free motion during closure to minimize the possibility of breakage. ¿ drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. ¿ surgical removal may be necessary if drain is difficult to remove or breaks. Drain placement a. Using a single silicone channel drain 1. Place channeled wound drain within critical fluid collection area of wound. 2. For drains displaying numerical depth markers, draw non-channeled section of wound drain through to the outside until desired depth has been achieved. For drains without numerical depth markers, draw non-channeled section of wound drain through to the outside until desired drain depth has been achieved or until drain indicator dot appears at the skin surface. Drains displaying numerical depth markers are provided with an additional radiopaque ring to indicate the transition into the channeled portion. These radiopaque indications will appear perpendicular to each other under x-ray. (See ¿warning¿ above). 3. Insert connecting tube of drain to a bard brand evacuator. Included adaptors may be required for attachment. B. Using two silicone channel drains 1. Repeat steps 1-2 above. 2. Attach proximal ends of silicone drains to a bard y-connector and connect y-connector to evacuator drain port. Included adaptors may be required for attachment." H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.